Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the reported "ventilator inoperative" did not occur with operational check. However, a review of the event log at the time of the "ventilator inoperative" occurrence was analyzed, and it identified that the event log had been written incorrectly. The anomaly was considered to have occurred in data processing within the device at the time of the inoperative phenomenon. In order to enhance the reliability of internal data processing, the software was upgraded to the latest version 3.6.1. To address the issue. Additionally, not related to the issue, the outlet flow path was replaced due to the observation of a life-related smell. And a periodic maintenance was performed. The device had no malfunction, but the following parts were replaced to prevent failure in accordance with the maintenance procedure: the blower, detachable battery, and inlet path foam.